Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma and capsular contracture, baker grade unknown.

Event description:
Patient reported for right side "implants are a part of the recall", "a sore back", "nausea", "fatigue". The events "sore back, nausea and fatigue" are not related to the device. The device remains implanted. Patient reported "seroma", "early capsule contracture".